Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a nonqualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Information was provided that, in the surgeon's opinion, the product did not cause the event. Additional information was provided that the lens was removed because, in the surgeon's opinion, of an improper fit. The viscoelastic indicated is not qualified for the lens/monarch combination used, which could have contributed to delivery issues. The instructions for use (IFU) instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure; the surgeon noticed that the lens was stuck in front of iris. The lens was explanted during initial procedure. The procedure was completed on same day without patient harm. Additional information has been requested.